Event description:
As reported by the field clinical specialist (fcs), an 80-year-old male patient weighing 70 kilograms underwent transcatheter aortic valve replacement (tavr) via left carotid access for treatment of a native tri-leaflet aortic valve. A 26 mm sapien 3 ultra resilia valve was successfully implanted. During advancement of the valve through the edwards esheath, the sheath retracted prematurely, resulting in the valve exiting into the carotid artery. Post-procedural angiography revealed a vascular dissection. The patient sustained an injury related to the dissection and was stabilized and monitored following the procedure. The patient was stabilized by keeping the patient's blood pressure lower and a follow up CT was performed. The patient was reported to be in stable condition at the conclusion of the case. No additional actions were taken beyond monitoring. The valve was successfully implanted, and no central leak was observed. No edwards lifesciences devices used during the case were returned, as the implanted device remains in situ. No images or procedural media were available to support the reported event. The perceived root cause of the event was identified as the valve lifting calcified material, which contributed to the vascular dissection. Use error was noted as a contributing factor to the negative outcome. There was no difficulty faced inserting the delivery system and valve through the esheath. The proposed root cause of the movement of the sheath position was the md holding sheath did not maintain position while advancing valve through sheath. Per follow up response, there was no difficulty faced inserting esheath into patient. The delivery system was removed through the sheath and withdrawn from the patient. The thv was crimped per IFU. The delivery system was prepped per IFU. There was no ew devices damaged during the case. The patient was discharged post procedure. When asked to clarify ''the sheath retracted prematurely'', the fcs indicated the sheath moved back and the tip of the sheath was back into the carotid artery. The root cause of the dissection was due to the valve. When asked to clarify the use error, the fcs indicated that the distal sheath position was not maintained in the ascending aorta during delivery system advancement through the sheath. A cutdown was performed to access the carotid artery. There was no worry about using the carotid artery as access. When asked the clarify that the valve had exited the sheath into the carotid artery, it was noted that the valve exited the tip of the sheath just above the origin of the left common carotid artery.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The complaint for difficult to track system through anatomy was unable to be confirmed as no applicable imagery or device returned for evaluation. In this case, there was no allegation on a device malfunction contributed to the reported event. In addition, a review of IFU/training materials revealed no deficiencies. As reported, 'during advancement of the valve through the edwards esheath, the sheath retracted prematurely, resulting in the valve exiting into the carotid artery. Post-procedural angiography revealed a vascular dissection. Per additional follow-up, fcs indicated that the distal sheath position was not maintained in the ascending aorta during delivery system advancement through the sheath. The valve had exited the sheath into the carotid artery; it was noted that the valve exited the tip of the sheath just above the origin of the left common carotid artery. The perceived root cause of the event was identified as the valve lifting calcified material, which contributed to the vascular dissection.' Per training manual, user is instructed to ensure the delivery system tapered tip does not come in contact or injure left ventricle by pulling back on the sheath to the origin of the innominate or left carotid artery. In this case, it is likely that the sheath was pulled back prematurely while advancing the delivery system through sheath, potentially exposing the crimped valve to the surrounding vasculature and causing tracking difficulty. Additionally, with the presence of vascular calcification, attempting to navigate the system under such conditions may have led to the reported injuries. As such, available information suggests that use error (not following instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.